Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, the stent lifted on the balloon. The physician attempted to cross another placed stent with a 2.25x20mm taxus express2 atom drug eluting stent. The physician was unable to cross the placed stent. Upon removal of the device from the pt, the physician noted the stent was lifted on the balloon. The physician felt that this may have occurred during unpacking of the device. The procedure was completed with a different device. There were no reported pt complications. The pt's status is listed as "ok".